Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: 1354, FDA patient problem code: 2199.

Event description:
It was reported that blood leaked from the bd eclipse¿ blood collection needle with luer adapter during use when drawing it into the vacutainer. The following information was provided by the initial reporter: "when attempting to draw blood into vacutainer, blood leaked at junction between holder and needle this did not fill tube. Patient needed to be re poked. In out-patient blood collection lab." "Blood leaked onto glove of phlebotomist."

Event description:
It was reported that blood leaked from the bd eclipse¿ blood collection needle with luer adapter during use when drawing it into the vacutainer. The following information was provided by the initial reporter: "when attempting to draw blood into vacutainer, blood leaked at junction between holder and needle this did not fill tube. Patient needed to be re poked. In out-patient blood collection lab." "Blood leaked onto glove of phlebotomist."

Manufacturer narrative:
H.6. Investigation summary: bd received 3 samples from the customer for investigation. All samples were evaluated by sleeve functional testing and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.